Manufacturer narrative:
Product ID b3300542 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type lead product ID b31040 lot# unknown product type screening device product ID b3300542m serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(6), ubd: 01-feb-2025, UDI#: (B)(4); product ID: b3300542m, serial/lot #: (B)(6), ubd: 14-mar-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead impedance error occurred and it was commented that the lead structure was weak. A malfunction occurred in the sensight lead (sn (B)(6)) as an impedance abnormality was observed when impedance was measured after connecting the sensight lead to the implantable neurostimulator (ins). Electrode number 3 displayed high values at around 27,000 ohm, 1c, and 3c. The main unit, extension, and lead were disconnected, and the impedance was measured after reconnection, but there was no improvement. Furthermore, the aforementioned issue was displayed when the lead was connected to the lead measurement cable and measured. Afterward, the values changed to high values except for 1a and 1b, so lead repositioning was performed. The issue was potentially due to a lead defect or a patient biological problem. Lead impedance measurement after ins connection revealed impedance abnormality. Electrode #3 showed around 27000 ohms while 1c and 3c electrodes showed high value x. The main unit, extension, and lead connections were disconnected and reconnected, and impedance measurement was performed, but there was no improvement. The same impedance was also displayed when the lead measurement cable was connected to the lead and measured. The affected lead was removed and a new lead was placed due to fluctuation of high x values except for 1a and 1b. The lead replacement did not resolve the issue as impedance was measured again on the new lead with a lead measurement cable. The 1c electrode had a high value of 10700 ohms, so the measurement was repeated several times, but without improvement. The replacement lead was also replaced. Following the replacement, all electrodes were within the normal range, and the operation was completed. The issue was resolved. Additional information was received from the manufacturer representative (rep) that the sensight lead (sn: (B)(6)) impedance abnormality occurred when lead impedance was measured following the its connection to the ins. Electrode number 3 displayed high values at around 27,000 ohm, 1c, and 3c. The main unit, extension, and lead were disconnected, and the impedance was measured after reconnection, but there was no improvement. The same values were displayed when the lead was connected to the lead measurement cable and measured. Afterward, the values changed to high values except for 1a and 1b, so lead repositioning was performed. The other lead (sn (B)(6)) defect occurred and the lead was also repositioned, but impedance was measured using the lead measurement cable after lead placement. The 1c electrode was high at 10 ,700ohm, so it was measured several times but did not improve. The lead was replaced again.

Manufacturer narrative:
H3: analysis of both sensight leads, lot number va2qshjv35 and va2rbtjv27, found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the event was not determined. The patient recovered following the surgical intervention.